Event description:
Peg noticed to be leaking at the stoma site. The site became red and irritated due to the leakage. A replacement was indicated. The reporter stated the pt (who was confused) may have accidentally pulled the tube into the peritoneum. The pt did not develop peritonitis. Note: the event date given above is approximate. One pt involved.